Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 10mm amplatzer septal occluder was chosen for implantation after measurement by 2d and 3d tee. The device was positioned in place and released from the delivery cable. After 2 minutes, the device embolized to the aorta. The device was retrieved by arterial puncture using a lasso. The physician believes the cause of the embolization was due to the wrong device size and the oval shape of the defect. A 16mm amplatzer septal occluder implanted with a good fit and no residual shunt. The patient is reported to be stable.